Manufacturer narrative:
A device history record was reviewed and it was confirmed that products were produced accomplishing quality requirements. One used sample was received for evaluation. During the functional test the sample was cleaned and a leak was observed at the junction of the spike. The failure mode reported is confirmed. A possible root cause could be a dimensional gap between the connector and tubing. A formal corrective and preventative action investigation was opened to address the issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a leak at the junction of enteral feeding spike set.